Event description:
Information was received that the patient returned to begin titration and experienced no tolerability issues. There was no noted pain at the incision site, and the physician observed that the scar appeared softer. The patient tolerated settings increase and magnet swipe without issue. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not include update from latest office visit. B6 relevant tests/laboratory data, corrected data: initial report inadvertently did not include settings/diagnostics from latest office visit.

Event description:
It was reported that the patient experienced pain at the generator site that resolved with magnet disablement. The patient saw the surgeon and underwent injection of the hypertrophic scar due to the reported pain. The surgeon noted that the patient has a history of somatic complaints, which may have recently increased due to the patient's father being back in the house. No additional relevant information has been received to date.